Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that two years after an implant procedure it was noted that there were bumps that protruded out of the patients spine. It was also reported that patient was experiencing pain and was not able to sit back due to intense electrical shocks down spine. Images of the spine revealed that the anchors came loose and moved. The patient underwent a revision procedure.